Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) powered off itself at 2 minutes intervals was confirmed during the archive data review but not during the initial functional testing. The autopulse platform passed the functional testing and worked as intended. The cause for the reported complaint based on the archive data review was likely due to the stiffness and the size of the patient's chest. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. In addition, unrelated to the reported complaint, the platform's cooling fan was observed full of feathers or down likely due to user mishandling. The fan was cleaned to address the observed issue. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. A review of the autopulse platform archive was performed, and it showed two incidents of under-voltage <18v uncommand shut off on the customer's reported event date, thus confirming the reported complaint. Based on the archive, the autopulse performed 3 sessions of 86 compressions, 161 compressions, and 155 compressions using the autopulse li-ion battery sn (B)(6) with a remaining capacity (rc) of 617 mah. After performing the 3 sessions of compressions, the platform stopped compression and displayed user advisory (ua) 01 (low battery warning) error message followed by user advisory (ua) 04 (battery charge state too low) error message due to the depleted battery, as battery was not fully charged by the user before placing it in the platform. Then, the user inserted another autopulse li-ion battery (sn (B)(6) with a remaining capacity (rc) of 1345 mah. The user pressed restart and cleared the error. The autopulse platform stopped compression due to (ua) 02 (compression tracking error) message after performing 3 sessions of 127 compressions, 151 compressions, and 9 compressions. The user pressed restart to clear the error. The autopulse platform was used again with the new battery (sn (B)(6) with a remaining capacity of 1450 mah, performed 2 sessions of 124 and 8 compressions, and then, the platform stopped compression and displayed (ua) 02 error message again. The user pressed restart to clear the error. The max load sum values indicated that the patient's chest was large and stiff to compress. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) keeps power off by itself at 2 minutes intervals. The crew replaced several batteries, however, the issue was not resolved. Following this, the crew immediately performed manual CPR. No consequences or impact to patient.